Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm and a hardware low level failures alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and were able to rewind the insulin pump. The error table indicated the second occurrence of the alarm. The self-test performed showed hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 3508 file number 26, due to a software error. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.